Manufacturer narrative:
The device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed. However, the closure device was recaptured as it had low compression and an incomplete seal. Then a 27mm watchman ® laa closure device was deployed in the laa. Prior to release the zero angle was 24.5, the jet at 45 was 24.7, jet at 90 was 23.7 and the zero jet at 22.3. As the device met release criteria, it was released from the core wire. A panel of echo was obtained and included in the assessment of the device and the assessment of the pericardial space. After removing the was to the left side, a couple minutes later the patient developed some premature ventricular contractions (pvc) while still on the table. Angiography revealed that the device had embolized and it was in the mitral valve. Cardio-thoracic surgery was contacted and discussed all options of retrieval. They decided to proceed with the retrieval, but prior to that they did a coronary angiogram which revealed critical left main issues. Therefore, open heart surgery was performed. The watchman was removed, the laa was ligated and coronary artery bypass grafting (CABG) was performed successfully. Patient condition was stable. The patient did well without any further complications and was discharged home.